Manufacturer narrative:
Patient/user involvement: through follow-ups, customer do not have patient's information. Resolution and disposition: customer replaced the data acquisition (da) to motor controller (mc) cable/mc bracket retrofit kit to address the reported problem. Conclusion: the determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit went to ventilator inoperative while on patient. There was no patient harm reported.